Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the patient was hospitalized while wearing the infusion set. The caller alleged that the cannula was bent, which prevented delivery of insulin. The patient experienced elevated blood glucose symptoms of nausea, vomiting, weakness, and hyperventilating. The customer was unable to self-treat. The patient's girlfriend called an ambulance. The blood glucose results and treatment provided by the emt's was not provided. The patient was transported to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis. The patient received intravenous insulin treatment. The patient stayed overnight in the emergency room, and was then transferred to the diabetes department. The patient was hospitalized for one week. The patient has discontinued using the infusion device.